Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock tube assembly. System operates as intended. (B) (4)

Event description:
Customer reported the tubing is arcing. No pt injury was reported.